Event description:
Approx three months after implantation, a co's filter was noted to be damaged during unrelated follow-up imaging studies. Surgical manipulation of the vena cava is believed to have caused the damage. The pt has not suffered any complication due to this event.